Event description:
The device was used during a lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and was able to remove the first and a new incision was made to complete the procedure. The hosp has reported no pt injury occurred.